Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (BG) was 20 mg/dL. Reportedly, the customer went to the emergency room (ER) where BG was treated intravenously with fluids and by consuming carbohydrates. The customer left the ER same day with the issue resolved. Tandem Technical Support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.